Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and, if necessary, monitor pedal pulses. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease.

Event description:
It was reported that an angio-seal was selected for use. The procedure was a peripheral angiogram and intervention was undertaken in the distal superficial artery (sfa), mid, and distant popliteal arteries. Reportedly, the patient was at risk for losing his leg due to disease. An angio-seal was deployed in the left common femoral artery (lcfa). The physician used ultrasound to complete access into the lcfa and hemostasis was acheived; however, a small hematoma formed. A post deployment ultrasound showed patency of both the sfa and profunda artery. That evening, the patient developed ischemia in the left leg. A repeat angiogram of the left lcfa was performed with access gained from the right side. Attempts were made to reopen the artery with thrombolysis, but were unsuccessful and the patient was sent to surgery. A cut down was performed to the lcfa, where disease and a large clot were found. The angio-seal anchor and collagen were also found intra-arterial. The angio-seal components were removed, the artery repaired and a gortex graft was placed. No additional information was available.